Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17743006l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for ischemic ventricular tachycardia with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cerebrovascular accident (cva) requiring no medical or surgical intervention. At the end of the procedure, when the thermocool® smart touch® sf bi-directional navigation catheter was removed from the patient, coagulum was observed on the catheter tip. Post-procedure, a cva was identified. There were no interventions reported. Patient did not require extended hospitalization as a result of the adverse event. Neurological symptom of blurred vision resolved (timeframe unspecified). Patient fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was related to a product malfunction. There were no error messages reported. It was noted that the physician did not experience product problems during the procedure. Generator was set on power control mode with temperature cut-off of 43 degrees celsius. There were no catheter issues related to temperature or flow. Patient received anticoagulant (heparin) during the procedure. Since this adverse event might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. In addition, the issue of the coagulum observed on the tip of the catheter has been assessed as a reportable malfunction.

Manufacturer narrative:
Additional clarification was received on the event on (B)(6) 2018. Blurred vision resolved in less than 24 hours. Physician¿s opinion regarding the cause of the adverse event is that it was related to a product issue. Although there were no errors or malfunctions reported, the physician indicated that the catheter design (unspecified) was at fault. It was noted that the physician did not experience product problems during the procedure. Originally, the event was assessed as a "cerebrovascular accident" (cva). Per the additional information received, this event was re-assessed as a ¿transient ischemic attack" (tia). Therefore, corrected evaluation codes. Patient codes to ¿transient ischemic attack¿. Since this event was reassessed from a cva to a tia, it is not assessed as life threatening. Therefore, checked outcomes attributed to adverse event: is other serious. The biosense webster inc. Failure analysis lab received the device for evaluation on april 17, 2018. Investigation summary: it was reported that a male patient underwent an ablation procedure for ischemic ventricular tachycardia with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a transient ischemic attack requiring no medical or surgical intervention. At the end of the procedure, when the thermocool® smart touch® sf bi-directional navigation catheter was removed from the patient, coagulum was observed on the catheter tip. Post-procedure, blurred vision was identified. There were no interventions reported. Patient did not require extended hospitalization as a result of the adverse event. Blurred vision resolved in less than 24 hours. Patient fully recovered. The catheter was visually inspected and coagulum was found on the tip, then, during the second visual inspection it was clarified that the material observed was char. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, electrical test was performed and the catheter failed, no electrical readings were observed on electrode # 5. A failure analysis was performed and the catheter was dissected on the tip area, the electrical wire was found broken causing the improper electrical signal. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, an irrigation test was performed and the catheter failed. A failure analysis was performed and the catheter was dissected on the shaft area, the irrigation tube was found occluded with reddish material however, no damage was observed along the tube. Then, deflection test was performed and it was found within specifications, the catheter was deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint regarding material observed on the tip was confirmed. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the occlusion cannot be determined, it could be related to the procedure since there is evidence that the device was manufactured in accordance with documented specification and procedures and no damage was observed on the irrigation tube. In addition, char is a physical phenomenon of radiofrequency; it can be the normal result of the ablation process. The root cause of the electrical wire breakage cannot be determined. (B)(4).